Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating any malfunction. Review of the device activity logs did not show any evidence to support any defib charges/ discharge events on the date in question. Our investigation concluded the report was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type